Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had been having problems with the implant and could not get it to set right. As the day would go on she would start experiencing a burning sensation and it would hurt. She would then have to decrease stimulation to stop the pain/ burning. She had to decrease the stimulation so far that she was no longer having therapeutic effect. She was on program 3 but met with the manufacturing representative who helped her change to program 4. The patient felt comfortable stimulation on program 4 initially when the manufacturing representative changed her to program 4, but on her drive back home the pain began again and the patient had to decrease stimulation and has had to continually decrease stimulation since then. She now had no therapeutic effect. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.